Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The date of manufacture (dom) was documented as unknown in the initial medwatch report. The dom has been corrected to june 18, 2018. The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the adapter device t-handle was cracked but was not found to be in two pieces. It was determined that the device was most likely side loaded when used with the impactor which is not what the device was designed for (user error) or it has been dropped. Therefore, the reported condition that the device was cracked was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Please note that the account name and complete address was not provided. Device manufacture date: the device manufacture date was unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the adapter device was cracked at the welding point by the t-handle. It was reported that the device could easily come apart into two pieces. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.